Manufacturer narrative:
A boston scientific ts representative discussed that atrial flutter would not have a marked impact on impedance but rather see a decrease in the atrial sensitivity. The capture threshold is unknown and attempts to override the atrial flutter were unsuccessful. As for the device migration, it was also discussed that a revision will most likely need to be performed and the lead can be also evaluated at that point. It was suggested that a chest x-ray may help with determining the device location as well as if there is a connection issue which may be contributing to the out of range pacing impedances. At this time, this crt-d and lead remain implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that the lead associated with this cardiac resynchronization therapy defibrillator (crt-d) presented with pacing impedance measurements above 2000 ohms. Sensing on this lead was still within normal range. Pocket manipulation did not reproduce any noise or other anomalies. However, the patient is in atrial flutter so, boston scientific technical services (ts) was contacted to inquire if the atrial flutter would cause the impedances to go out of range. In addition, the physician also suspects that the device may be migrating from the original implant position. No adverse patient effects were reported.